Manufacturer narrative:
(B)(4) follow up. It was reported there was a white hair or fiber on the tip of the bevel. Our quality team has completed a device history record review for material number 305180 and lot number 4270189. The review did not identify any abnormalities during the production process that could have contributed to the condition, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Event description:
The needle had a white hair or fiber on the tip of the bevel. This was noticed immediately after it was removed from the package and cap removed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.